Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unk), but there was no pacer output. The clinicians were able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.